Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife called and reported that the customer received medical assistance due to a low blood glucose on (B)(6) 2020 with blood glucose of 42 mg/dl at the time of the incident. The customer's wife treated the customer with glucagon and was taken to the emergency room by emergency medical services. At the hospital the customer's blood glucose was 74 mg/dl. The customer was treated with intravenous therapy and fluids. The customer was not using sensors during the incident. The caller declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.